Event description:
It was reported that during a tonsillectomy procedure, the coblator ii controller system began to smoke. This caused the procedure to be interrupted and resulted in a delay of over 30 minutes, as they had to disconnect power to the controller. The procedure was completed using an unspecified bipolar electrosurgical device. We are awaiting clarification of the incident from the user.

Manufacturer narrative:
This event occurred outside the united states. As a result of foreign confidentiality requirements and international privacy laws, no pt info was available.